Event description:
My name is (B)(6). Mercury fillings/amalgams were placed on my teeth by (B)(6) hospital center in the winter of 1988-89. They did not tell me what was in the fillings and have me fill out forms. In (B)(6) 2007, I got sick with balance problems. Balance problems went away and came back. In 2012, (B)(6) hospital diagnosed it as cerebellar ataxia. (B)(6) hospital gave me immunoglobin two times and I went through plasmapheresis, but to no avail. I saw, during (B)(6) 2013 - (B)(6) 2015, a naturopath, (B)(6), who tried different methods to help, and again to no avail. In (B)(6) 2015, with fatigue, heavy legs and dizziness, I saw another naturopath doctor, (B)(6), who told me that my mercury fillings could be the problem. I saw a biological dentist, idelle brand, 2 weeks later, in (B)(6) 2015, who charged me (B)(6) dollars for mercury fillings/amalgams removal. All 11 mercury fillings were removed by (B)(6) 2015. I strongly believe that a hole in mercury filling on right-lower molar caused bad health symptoms. I have been detoxing from mercury since (B)(6) 2015. All symptoms are classic mercury filling problems. The mercury has given me speech, coordination and balance difficulties due to cerebellar ataxia and other related health problems like tmj, hypoglycemia, increased salivation, glandular problems, etc.